Event description:
While uncapping tubes, 2 technologists on 2 separate occassions were injured. Both received cuts on their fingers. Both technologists were seen in the emergency room and received baseline testing for hiv and hepatitis. Review of the database indicates no other issues with regards to this production lot number.